Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead became dislodged. The lead was revised and is active in the patient. It was further reported that during the procedure, the physician was unable to engage the rv port of the device's set screw after the rv lead revision. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.